Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely, due to printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: led lights go out and an alarm was sounded due to faulty main board causing error e03. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had an alarm sound generated and the front panel was turned off. The led lights went out and an alarm sounded. The laparoscopy surgery was not cancelled or postponed. The issue was found during preparation for use. There were no reports of patient harm.